Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information later reported the patient was doing very well after the pump was removed, all of the patient¿s issues had resolved regarding the skin erosion. There was no plans to place another pump.

Event description:
It was reported the pump was removed due to skin irritation/erosion from left abdomen and a new pump implanted on the right side including additional catheter to connect existing catheter to the new pump. The pump was not eroded through the skin, skin irritated, red and the patient reported that they had hit the pump site very hard with seat belt. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver morphine additional information later reported surgery was successful. The reporter was unaware of the patient¿s current status at the time of the report.